Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device visual analysis, the vizigo¿ sheath, the brim cap, and the hemostatic valve were found in good condition. However, bents were observed on the returned vessel dilator. A functional test was performed, in accordance with bwi procedures. The vessel dilator and smart touch sf catheter were introduced into the vizigo¿ sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. The same test was performed, a smart touch sf catheter was introduced thru the proximal end of the vizigo¿, and the resistance was felt in the same area. However, no obstructions were confirmed. Resistance with the sheath could be related to the obstruction reported by the customer. The resistance issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate this issue. Although no occlusion was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A device history record review was performed for the finished device 00001910 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ dilator was not advancing through the sheath during prep, before use in the patient. The sheath was exchanged for another vizigo¿ with the same lot number and the issue occurred again. The sheath was completely blocked, the hemostatic valve was broken. The other sheath had no visible obstacle so was partially blocked. One sheath felt narrowed and there was difficulty advancing the dilator. The second sheath was completely obstructed. The sheath was again exchanged with one from a different lot and the issue resolved, the case was continued successfully. No adverse patient consequence was reported. The resistance with sheath was assessed as not MDR reportable. The obstructed sheath was assessed as not MDR reportable. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.